Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on blue screen with the application not loading. A technical support specialist (tss) performed repairs on remote support service (rss) and component manager, and autologin was configured as per the knowledge article - medapplication not launching automatically, station at blue screen. After rebooting, the device successfully loaded the application. The tss also advised customer to perform rebooting every two weeks to minimize workflow disruptions caused by pending windows updates. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system was stuck in reboot screen displayed the initial startup screen but does not launch the application to dispense medication, the user tried rebooting the system and unplugged the system but always stopped at the initial boot up. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.